Event description:
(B)(4) - mps (B)(6) reported failed angle discrepancy j6. A liquid was trapped beneath the j6 encoder glass. Fse cleaned j6 encoder wheel. Case type: tka. Update: per the mps, the patient was already under anesthesia when the issue occurred. The surgeon proceeded manually.

Manufacturer narrative:
Reported event: mps reported failed angle discrepancy j6. Device evaluation and results: per (B)(4): - a liquid was trapped beneath the j6 encoder glass. Fse cleaned j6 encoder wheel. Product history review: a review of device history records shows that on 01/24/2014 1 device was inspected and 1 device was placed on: npr 14-01-0016, npr 14-01-0013, npr 14-02-0004. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 203486, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: perform all pm checks and tests. Passed all checks and tests. System ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(6) reported failed angle discrepancy j6. A liquid was trapped beneath the j6 encoder glass. Fse cleaned j6 encoder wheel. Case type: tka. Update: per the mps, the patient was already under anesthesia when the issue occurred. The surgeon proceeded manually.